Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run." The reservoir volume was 87.4 ml, the rate was 2.2 ml/hr, and 14.65 ml was given. There was no patient injuries.